Event description:
As reported by the field clinical specialist, approximately 4 months post tavr with a 26mm s3ur valve in the aortic position, the patient underwent a post dilation due to increased gradients. No secondary valve used. This event is from a va boston healthcare facility. Upon follow up, the fcs advised that the patient was asymptomatic prior to the intervention. An exceptional murmur was identified approximately one week after the transcatheter heart valve implantation. A post-dilation procedure was performed due to progressively increasing transvalvular gradients. On the day of implant, the echocardiographic gradient was 6 mmhg, which increased to 18 mmhg at one week post-implant and exceeded 25 mmhg by the time of the post-dilation procedure. At the original implant, significant annular calcification was present at the left coronary cusp (lcc). The physician reported that, considering the patient's age and comorbidities, additional inflation was not performed during the index procedure and the patient's clinical course was to be monitored. Moderate pvl was reported prior to the intervention. Following post-dilation, the patient remained in stable condition with a final catheterization gradient of approximately 4 mmhg. Relevant comorbidities included hypertension (htn) and hyperlipidemia (hld).

Manufacturer narrative:
Database upgrade limited characters; d4 UDI: (B)(4). Investigation is ongoing.